Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, and blood/body fluid was found on the distal and proximal conductors (not obstructed). The outer and inner insulations were breached cut. Blood was found in/on the helix/lobe mechanism, the helix/lobe was distorted/bent, and tissue was found on the helix. The lead exhibited apparent explant damage.

Event description:
It was reported that within a month of implant, the lead was found to have dislodged. The lead was explanted and replaced. During the replacement procedure, it was suspected that the lead had been fractured or that the insulation had been breached as a result of the replacement procedure. No patient complications have been reported as a result of this event.